Manufacturer narrative:
At this time, the suspect device has been evaluated. The customer in conjunction with vyaire's field service representative determined the most likely cause of the issue is the front panel assembly.

Event description:
The customer reported while using the vela ventilator; the display went dark. The customer reported the ventilator kept running. The issue occurred during patient-use. The customer reported the patient was placed on a replacement ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the fsr performed the operational verification procedure and reported the device is operational and meets OEM specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could not confirmed or duplicated. The display assembly was not dark and operating normally.